Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the lcd screen was observed. The device's lcd screen was replaced to address the issue.